Event description:
Monitor turned itself off during use. Standby monitor was used to support pt.======================manufacturer response for pt. Monitor, infinity kappa xlt (per site reporter).======================repair dispatched, parts ordered, failure on this device was the vital signs engine.